Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap colon. In the end of the procedure the metal element of the ratchet mechanism fell out of the device and caused malfunction of the instrument. Additional info received from distributor on 9 may 2017: the metal component did not fall into the patient, but onto the floor and was identified by the surgical team. The surgery was finished using another voyant device. The distributor asked the hospital for the handpiece, however it was accidentally discarded. So it cannot be returned. Type of intervention: n/a. Patient status: no patient injury or illness occurred with this complaint

Manufacturer narrative:
Investigation summary: the event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. At this time, applied medical is unable to determine the root cause of the event and will monitor its vigilance systems for trends and take appropriate actions as necessary.